Manufacturer narrative:
(B)(4). D10: medical product: unknown oxford fixed bearing. G2: foreign: germany. G2: literature: schweizer c, krug t, herre j, aldinger pr, merle c, waldstein w. Medial mobile-bearing unicompartmental knee arthroplasty following anterior cruciate ligament reconstruction is associated with an increased revision risk compared to controls. Knee surg sports traumatol arthrosc. 2025 nov 4. Doi: 10.1002/ksa.70185. Epub ahead of print. Pmid: 41186006. H6: proposed component code: mechanical (g04) - femur. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A journal article was obtained on 03-dec-2025 that reported a retrospective 1:2 matched case¿control study from germany. The purpose of the study was to evaluate the outcomes of medial mobile-bearing (mb) uka in patients following aclr (anterior cruciate ligament reconstruction) compared with a matched control group without aclr. The study reviewed 106 knees in the aclr group and 208 knees in the control group with surgeries performed between january 2016 and december 2022. A minimally invasive medial parapatellar approach without dislocation of the patella was used. The mb cemented or cementless oxford partial knee (zimmer biomet) was used in all cases (201 cemented, 113 cementless). The study population had a mean age of 61.7 years at time of surgery (range, 40-84 years); (175 males / 139 females). Average length of follow-up was 4.9 years (range, 2-9.2 years). It was reported that two (2) patients experienced bearing dislocation on an unknown timeframe after isolated tibial fixed bearing conversion. Attempts have been made however all available information has been provided.